Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone via phone call that the insulin pump had random no delivery alarms and buttons are harder to press. The customer's blood glucose level was unknown. The customer also stated that insulin pump had scratches on the screen making them difficult to read the screen. The customer also stated that insulin pump has rejected new batteries and battery life diminished to changing every 2-3 weeks. The insulin pump will not be returned for analysis.